Event description:
Boston scientific received information that the right atrial (ra) lead exhibited high out of range pacing impedance measurements and the physician had electrically abandoned the lead. One year later the ra lead was explanted during a revision procedure and a new lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If additional information should become available to our company, this event would be updated.

Manufacturer narrative:
Additional detailed analysis of the fracture site determined the conductor coil was fractured due to cyclic fatigue.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, it was noted that the lead was returned severed at 80 mm from the terminal pin and in two segments totally 560 mm. The distal segment is 480 mm in length and the coils extend 5 mm past the insulation. Visual inspection revealed body fluid in the lead lumen and body tissue in the helix. X-rays showed a discontinuity in the coils between approximately 294 and 327 mm from the tip. Suture tie-down indent marks located approximately 390 and 396 mm from tip. Visual inspection found evidence of lead on lead abrasion on the lead insulation at approximately 410 mm from tip. Due to the location of the lead discontinuity laboratory analysis concluded that the damage was most likely caused by flexing around the clavicle area. Analysis confirmed the field allegation of high out of range pacing impedance measurements.